Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a dim display. There was no patient involvement when the issue occurred. No patient or user harm reported. A review of the risk management file was performed, and it was determined that this complaint is a reportable malfunction. Regulatory reports have and will be submitted per regulations. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a dim display. It was noted that when the device is powered on, the display was dim. The customer adjusted the display settings, but the display stayed very dim. The customer requested the part number and pricing for the replacement parts needed to upgrade to 2nd generation lcd (liquid crystal display) and part number and price for replacement user interface (ui) assembly. The part numbers were provided by the rse, and it was noted that the repair was expected to be performed by the customer. Investigation ongoing / resolution pending.

Manufacturer narrative:
A manufacturer's product support engineer (pse) evaluated the device and determined the issue was due to a failure related to the user interface (ui) assembly. The repair for this device cannot be conducted at this time, due to a back order status of the suspected part (ui assembly) needed for correction. The material ordered aligns with the recommended repair of the reported malfunction per the service manual. When all parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.